Event description:
The patient's daughter reported that the previously working patient activator was no longer working and could not find replacement batteries locally. Patient support offered to send batteries to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.